Event description:
Information from intl. Clinical trial database. Ruptured acom aneurysm coiling with 3 coils: qc-2-4-helix, qc-2-2-helix, qc-2-1-helix. Adverse event: after procedure, patient developed abdominal pain and dyspnea due to ascites determined to be decompensation of cirrhosis of the liver and unrelated to aneurysm coiling.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Foreign registry pertaining to the evaluation of detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other contry's. Enrollment started in 2008; enrollment ongoing. Target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.